Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient contact reported the patient has peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2021 with discolored pd effluent and complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus aureus. The suspected cause of the peritonitis event was touch contamination by the patient. There was no cassette leak reported by the patient. The patient was not hospitalized for the event. The patient¿s drain complications resolved, and they are completing pd therapy without further issues. The patient¿s constipation has also since resolved.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient contact reported the patient has peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2021 with discolored pd effluent and complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus aureus. The suspected cause of the peritonitis event was touch contamination by the patient. There was no cassette leak reported by the patient. The patient was not hospitalized for the event. The patient¿s drain complications resolved, and they are completing pd therapy without further issues. The patient¿s constipation has also since resolved.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient contact reported the patient has peritonitis. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2021 with discolored pd effluent and complaints of abdominal pain. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus aureus. The suspected cause of the peritonitis event was touch contamination by the patient. There was no cassette leak reported by the patient. The patient was not hospitalized for the event. The patient¿s drain complications resolved, and they are completing pd therapy without further issues. The patient¿s constipation has also since resolved.